Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and patient¿s right ventricular (rv) lead exhibited high, out of range pacing impedance measurements. Upon review, the presenting electrogram (egm) showed the device was operating as programmed. Shock impedance and pacing threshold measurements have been normal. There have been no actions or interventions planned. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the rv pacing impedance measurements were greater than 2500 ohms. Sensing and threshold measurements were stable and good. A surgical revision was performed and the pace/sense portion of the patient's rv lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.